Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer cleared the alarm and resumed insulin therapy prior to calling. However, the customer reverted to manual dose injection for insulin therapy and a replacement pump was sent to the customer.